Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump cannot rewind. Customer's blood glucose was 523 mg/dl at the time of incident. Troubleshooting found that the customer was running the bolus when the reservoir was out and was assisted with this. Customer was advised to call back if any further assistance is needed.